Manufacturer narrative:
No email address provided. Ge healthcare's investigation is ongoing. A follow up report will be submitted once investigation is completed.

Event description:
The customer reported noises during rotoring of their CT system. The field engineer replaced the tube and was in the process of re-fitting the gantry cover using a dolly to aid in positioning. During positioning, the field engineer pinched his finger in the dolly and required stitches as treatment for the injury.